Event description:
During service of product a motor stall with continuous audible low pressure alarm, was found due to a liquid spill. Unauthorized repairs to manifold were also performed by field service personnel. Device returned un repaired at customer's request. MFR informed customer that it does not recommend device for pt use unitl proper repairs have been performed by authorized personnel. MFR disabled device prior to returning it to customer.